Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The malposition of the device was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The returned suture with the fully formed knot indicates a successful cycle and deployment of the suture was achieved however, with the knot formed and not attached to the vessel friable tissue or sub optimal placement occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of bilateral common femoral veins using a prostyle device after a supraventricular tachycardia (svt) interventional procedure using an 8.5f sheath in the right common femoral vein (rcfv) and a 6f sheath in the left common femoral vein (lcfv). Reportedly, the suture (and knot) came out with the device when the needle plunger was removed after deployment of a prostyle device used in the rcfv. Another prostyle was used to achieve hemostasis in the rcfv. A prostyle was used in the lcfv; however, hemostasis was not achieved as there was still bleeding. Another prostyle was used; however, there was still bleeding. The physician noticed that the blood was pulsatile and bright red in color and therefore, determined that she must have nicked the artery during initial sheath (needle puncture) prior to use of the prostyles. Manual compression was applied to achieve hemostasis of the arterial bleed. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.